Event description:
It was reported that this pacemaker was prophylactically explanted due to being on advisory/recall. No further information was provided. No adverse patient effects were reported. It is not expected to receive this device for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable since information from the field confirmed the device was prophylactically explanted.

Event description:
It was reported that this pacemaker was explanted due to advisory. No further information was provided. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.